Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up after receivng alerts for non- sustained lead noise. Intermittent undersensing on the far field channel was observed. Reprogramming of the device was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.